Manufacturer narrative:
Patient weight not available from the site. A medtronic representative tested the navigation system and was able to reproduce the issue. A replacement field generator was shipped to site. The medtronic representative replaced the field generator and performed a navigation system check-out, all areas passed. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that while in a cranial resection procedure, the navigation system emitter was intermittently functioning. The site representative stated the emitter status was red. A medtronic representative assisted the site representative over the phone and instructed the site representative to plug the emitter into a different port on the field generator. The site representative reported switching the ports resolved the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The suspect emitter was evaluated by the manufacturer. Findings are as follows: the field generator was connected to a test system with the cranial application. When the emitter was connected it immediately displayed red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #2.